Event description:
As reported through the (B)(4) clinical study, five days post transcatheter aortic valve replacement (tavr) procedure, the patient developed a new bundle branch block, and new mobitz type ii block. The patient required a permanent pacemaker. According to the index procedure discharge summary, following the index procedure a consult from ep service was obtained to evaluate a new bundle branch block (bbb). While on telemetry the patient was noted to also have mobitz ii block. A decision was made to proceed with pacemaker placement on (B)(6) 2012. Post pacemaker, the patient developed atrial fibrillation for approximately four hours, returning to sinus. Discussion with cardiology service recommended anticoagulation with coumadin. This was started at 1mg, prior to discharge; no heparin was given due to recent pacemaker placement and risk of bleeding. In one month a holter monitor was recommended to further assess rhythm, and discontinuation of anticoagulation.

Manufacturer narrative:
This patient underwent transfemoral implantation of a 23mm edwards sapien transcatheter heart valve as part of the partner ii clinical study. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. In addition, lbbb usually indicates underlying cardiac pathology. It is seen in dilated cardiomyopathy, hypertrophic cardiomyopathy, hypertension, aortic valve disease, coronary artery disease, and a variety of other cardiac conditions. Almost any disease process that affects the left ventricular muscle (as noted) can lead to lbbb. Although a known complication of the tavr procedure, literature search reveals that new-onset bundle branch block has also been reported in 16% to 32% of patients following surgical avr. In this case, the cause of the new onset heart block cannot be confirmed; however, in addition to the procedure itself, the patient's underlying cardiac pathology could have contributed to the event. No further actions are required at this time.